Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11324. It was reported that after receiving notifications of heart block on their (B)(6) watch, the patient presented in the clinic. Upon device interrogation, it was noted that the right ventricular lead failed to capture and exhibited a drop in sensing. It was also noted that the left ventricular lead failed to capture. Chest x-ray performed pre-operation revealed the right ventricular lead was dislodged. The right ventricular lead was explanted and replaced, the left ventricular lead was explanted and no new lead was implanted due to patient anatomy. A new system was implanted. The patient was stable before, during and post procedure.